Event description:
Customer reported an issue with the touchscreen responsiveness of the pump, where the screen was frozen and unresponsive to input. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information, and the customer successfully reset the pump, resolving the issue.